Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan timeout" message upon scanning the freestyle libre 2 sensor and therefore could not monitor glucose. The customer became hypoglycemic and experienced leg cramps and was unable to self-treat based on their symptoms. The customer had contact with a healthcare provider and was treated with glucose injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.